Event description:
Customer reported cross arm brake handle stripped. Problem did not occur during a case.

Manufacturer narrative:
The services rep replaced 2 brake handles on stenoscop cross arm. Tightened and verified all brake handle functions. Verified fluoro function. System operates as intended.